Event description:
It was reported by the distributor that the hospital experienced a device malfunction involving two aortic punches which allegedly jammed during use. Additional info regarding the alleged event has been requested, but no further info has been obtained from the customer at this time other than there were no pt complications as a result. One of the punches was returned to the MFR for analysis, but the lot number is unk.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.